Event description:
Attorney reported: in 2005 - the pt underwent an incisional hernia repair procedure with implant of a composix dual mesh to the right upper quadrant. After the implantation, pt suffered a bowel perforation which caused her white blood cell count to skyrocket dangerously and bowel contents and gas to leak into her abdominal cavity. Pt alleges the mesh serrated her bowel and/or delaminated to cause the bowel perforation and mesh infection. At about approx 8 days later, the pt underwent surgery to explant the mesh patch with a bowel resection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.